Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer reacts very slowly even with a new stylus. There was no patient involvement reported.